Event description:
It was reported that the vial was broken in the sealed box. It was also reported that no liquid found yet there was a residual smell.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.